Manufacturer narrative:
Initial implantation details unavailable at the time of this report. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced tissue breakdown and developed an infection at the abutment site. Clinical management is ongoing. The implanted device remains.